Manufacturer narrative:
Date of event: 18sep2020. Date of report: 09oct2020.

Event description:
It was reported to philips that the device had a battery failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4: 13oct2020. B4: 14oct2020 . The device was evaluated by the customer with assistance from a philips remote service engineer (rse). It was confirmed that the battery will need replacement. The device was being set up for use, at the time of the event. There was no delay in therapy or user harm reported. The rse provided the information to purchase the battery from a 3rd party dealer to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.